Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd syringe slip tip with bd precisionglide¿ needle was found broken before use. The following information was provided by the initial reporter: "broken syringe."

Manufacturer narrative:
H.6. Investigation summary one photo and one actual sample were received by our quality team for evaluation. Upon visual inspection a damaged barrel and broken plunger were observed; therefore, the incident could be verified. A device history record review found no non-conformances associated with this issue during production of this batch. Based on the investigation the probable root cause occurred when the syringe product slipped out from pocket hence trapped and crashed in between sealing gasket during the sealing process. At the packaging process, the machine vibration caused the product to slip out of the blister pocket or misplaced. At the sealing station, the misplaced product caused a jam and resulted in the damaged barrel and broken plunger during sealing process. The sealing gasket was observed to be damaged during complaint investigation. The sealing gasket was immediately replaced, and line clearance was performed. Complaints received for this product and condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the bd syringe slip tip with bd precisionglide¿ needle was found broken before use. The following information was provided by the initial reporter: "broken syringe."